Manufacturer narrative:
(B)(4). Correction "dexcom was made aware on 01/30/2018 that on (B)(6) 2017 the receiver ceased to function. The complaint confirmation of the receiver ceasing to function could not be determined."

Event description:
Dexcom was made aware on 01/30/2018 that on (B)(6) 2017 there was unexpected receiver shut-down. The complaint confirmation of the unexpected receiver shut-down could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, no data was observed in receiver log within the investigation window. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined. Additionally, a mt20655 usb a to usb micro b power wire was returned. An investigation is not necessary as this device is unrelated to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2018 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.